Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es customer information was not found in the pyxis cabinet. The customer reported that they were unable to access patient's medicine that caused a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es customer information was not found in the pyxis cabinet. The customer reported that they were unable to access patient's medicine that caused a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-apr-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlate to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system info was not found in the pyxis cabinet and cannot access patient's medicine. A field service engineer was a long time patient who was automatically discharged due to the settings. The system functioned as intended after the field service engineer verified the device.